Event description:
It was reported that during the video-assisted thoracic esophagectomy, loading went smoothly until the last three clips. The second and third clip to the last did not come out to the jaws to be loaded properly, and when the user tried to load the last one, its locking jaw broke off and fell. The broken piece was retrieved, and a new unit was opened to continue the operation. No clip remained in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800544 was manufactured on 11/26/2018 a total of(B)(4) pieces. Lot was released on 11/30/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip with a broken hook partially loaded incorrectly into the jaws of the applier. The indicator clip was in the first position of the channel indicating that there are no clips remaining in the channel. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The indicator clip fired. The sample was disassembled to inspect the internal components. It was found that the proximal end of the feeder was slightly bent. The sample was received with only the partially loaded clip with a broken hook remaining indicating that 14 clips were fired by the end user. The clip with the broken hook and the proximal end of the feeder being bent are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. One sample was returned. A clip with a broken hook was partially loaded incorrectly into the jaws of the applier. The indicator clip was in the first position of the channel indicating that there are no clips remaining in the channel. Upon functional inspection, the indicator clip fired. The sample was disassembled to inspect the internal components. It was found that the proximal end of the feeder was slightly bent. The sample was received with only the partially loaded clip with a broken hook remaining indicating that 14 clips were fired by the end user. The clip with the broken hook and the proximal end of the feeder being bent are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the video-assisted thoracic esophagectomy, loading went smoothly until the last three clips. The second and third clip to the last did not come out to the jaws to be loaded properly, and when the user tried to load the last one, its locking jaw broke off and fell. The broken piece was retrieved, and a new unit was opened to continue the operation. No clip remained in the patient.